Event description:
During a follow-up related to the subject device, review of the memory data stored by the associated ICD revealed an irregular egm baseline. As reported, the baseline is flat and there were only markers that represented ventricular pacing. This episode was dated (B)(6) 2010. The associated ICD system remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.